Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon review of merlin.net transmission it was noted that the right-atrial (ra) lead exhibited far-r wave oversensing and later it was confirmed via x-ray imaging that the ra lead had dislodged. As resolution the ra lead was repositioned on (B)(6) 2025. The patient was discharged.